Event description:
The customer reported to philips healthcare that the heartstart xl's time was too low. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.